Event description:
The customer reported that the system stopped shooting half way through the procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an online investigation. The service representative performed filament calibration, deleted nodes, reinstalled software and other diagnostic testing. The system was tested and found to be working as intended and put back in service.